Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("total hysterectomy") in a 59 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: removal date scheduled to (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("total hysterectomy") in a 59 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later, she underwent a surgical medical device removal (seriousness criterion intervention required) with total hysterectomy. The reporter considered medical device removal to be related to essure administration. The reporter commented: removal date scheduled to (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("total hysterectomy") in a 59 year-old female patient who had essure inserted (lot no. B02259) for female sterilisation. Previously administered products included: toradol and vicodin. Concurrent conditions were listed as endometrial polyp and postmenopausal bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy & bilateral salpingoophorectomy with da vinci). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: removal date scheduled to (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.431 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: tubal spill was noted and possible hydrosalpinx was visualized. The essure implants themselves appeared to be appropriately placed. Given the patency of the fallopian tubes, the patient was informed to not rely on her essure as permanent sterilization at this point. [Pathology test] on (B)(6) 2022: clinical history: endometrial polyp, pmb (post-menopausal bleeding) specimens: uterus - uterus, cervix, bilateral tubes and ovaries. Final diagnosis: uterus, cervix, bilateral tubbs and ovaries, hysterectomy and bilateral salpingo-oophorectomies: cervix with no significant histopathology; no dysplasia is identified. Inactive endometrium; no hyperplasia or malignancy is identified. Leiomyomata. Corpus albicans ovaries. Fallopian tubes with no significant histopathology. Gross description: the right fimbriated fallopian tube measures 5. 2 x 0.9 x 0. 8 cm and is purple-tan, convoluted and contains an inserted wire. There are few clear tan fluid paratubal cysts that range in size between-0 .2 .. To 0.4 .cm .in the greatest dimensions. The left fimbriated fallopian tube measures 3 . 9 x 1.2 x 0.8cm and is purple tan,convulated and contains an inserted wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Lot number added. Pathology report added. Medical history & lab data added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("total hysterectomy") in a 59 year-old female patient who had essure inserted (lot no. B02259) for female sterilisation. Previously administered products included: toradol and vicodin. Concurrent conditions were listed as endometrial polyp and postmenopausal bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy & bilateral salpingoophorectomy with da vinci). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: removal date scheduled to (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.431 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: tubal spill was noted and possible hydrosalpinx was visualized. The essure implants themselves appeared to be appropriately placed. Given the patency of the fallopian tubes, the patient was informed to not rely on her essure as permanent sterilization at this point. [Pathology test] on (B)(6) 2022: clinical history: endometrial polyp, pmb (post-menopausal bleeding) specimens: uterus - uterus, cervix, bilateral tubes and ovaries. Final diagnosis: uterus, cervix, bilateral tubbs and ovaries, hysterectomy and bilateral salpingo-oophorectomies: cervix with no significant histopathology; no dysplasia is identified. Inactive endometrium; no hyperplasia or malignancy is identified. Leiomyomata. Corpus albicans ovaries. Fallopian tubes with no significant histopathology. Gross description: the right fimbriated fallopian tube measures 5. 2 x 0.9 x 0. 8 cm and is purple-tan, convoluted and contains an inserted wire. There are few clear tan fluid paratubal cysts that range in size between-0 .2 .. To 0.4 .cm .in the greatest dimensions. The left fimbriated fallopian tube measures 3 . 9 x 1.2 x 0.8cm and is purple tan,convulated and contains an inserted wire. Lot number: b02259, manufacture date: 2013-02 & expiration date: 2016-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.